Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 422 mg/dl at the time of incident. Customer also stated insulin pump had no delivery alarm and canuula was bent. It was also stated that they trying to insert a set, has done it 4 times, customer thinks because of scarred tissues they got a no delivery alert. Customer declined troubleshooting for high blood glucose. The reservoir and insulin pump will not be returned for analysis.